Event description:
Customer was getting a high blood glucose reading of 512mg/dl. Customer went to the emergency room and the hosp did a blood glucose test and the result was 77mg/dl. The customers device read 288mg/dl. No treatment was given. Controls were in range. A request was made for the return of the suspect device and replacements were sent.